Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-05103. It was reported the patient was no longer able to experience adequate therapy. Reprogramming was unable to provide effective coverage. As a result, scs system was explanted.